Event description:
Pt repoeted low blood glucose reactions on two occasions in 2003. On one of these two occasions, the pt was found passed out with a blood glucose of 21 mg/dl. Treatment received: pt ingested two glucagons, milk, and a brownie.